Event description:
It was reported that the patient had his spectra penile prosthesis removed due to erosion. It was noted that the erosion was "bilateral." No additional patient complications were reported in relation to this event.